Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges asthma and lung failure. The patient also suffered a stroke. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.